Manufacturer narrative:
The device is available for return; however, it has not yet been received.

Event description:
The event involved the following device: 15 cm (6") appx 0.21 ml, smallbore ext set w/microclave® clear, clamp, rotating luer. It was reported that a blood draw would not aspirate with a monovette adapter from sarstedt (item number 14.1205). Generally, in 1/3 of cases, the device failed to work, and blood could not be aspirated. There was no patient harm.